Event description:
A medtronic rep reported a 5.5mm tap (cannulated) is clogged with bone. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info provided as no pt was involved with this concern. RMA issued. Replacement part shipped (B)(4) 2012. Eval of suspect part finds that as reported, the tap is blocked with bony material.